Manufacturer narrative:
The reported event was inconclusive. It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. No sample was returned for evaluation. A potential root cause for this failure could be due to "funnel not seated properly / material selection". The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "indications for use: the bard® dignishield® stool management system (sms) with odor barrier properties is intended for fecal management by diverting and collecting liquid or semi-liquid stool to minimize skin contact in bedridden patients and to provide access for the administration of medications. Adult use only. Device description: the bard® dignishield® sms device consists of a catheter tube assembly, a collection bag (figure 1), a 50 ml syringe, a syringe of lubricating jelly and a biological odor eliminator. The device has no components made of natural rubber latex. Contents: catheter tube assembly (figure 1 includes collection bag) collection bag. 50 ml syringe. Lubricating jelly syringe (10 ml). Instructions for use. 1 bottle (1 oz) of medi-aire® biological odor eliminator. Tube clamp. The bard® dignishield® sms catheter tube assembly consists of a catheter body and collection bag assembly that is primarily constructed of a proprietary copolymer material called permalene¿, bonded to a low-pressure retention cuff and trans-sphincteric zone (tsz) primarily constructed of silicone material. The permalene¿ catheter and collection bag material is designed to minimize permeation of gas and water vapor. The low-pressure retention cuff is designed to retain the device in the rectum. The tube opening at the cuff is funnel-shaped to aid in diverting the stool into the drainage tube. The cuff leads to the tsz segment, which is designed to minimize dilation of the sphincter during use while providing a channel for fecal matter to pass through drainage tube and into the collection bag. Along the drainage tube are three lumens, each with a separate access port. The green inflation port (¿inf(45ml)/inflate to 45ml¿) is used to inflate/deflate the cuff. The clear irrigation port (¿irrig¿) is used to infuse water at the end of the retention cuff and to provide access for the administration contraindications do not use for more than 29 consecutive days. The uninterrupted use for this device, including immediate replacement with the same or an identical device, is intended to be 29 days or less. Do not use on patients known to be sensitive to or allergic to any components within the system. Do not use on patients who had lower large bowel or rectal surgery within the last year. Do not use on patients with any rectal or anal injury, severe rectal or anal stricture or stenosis (or on any patient if the distal rectum cannot accommodate the inflated cuff), confirmed rectal or anal tumor, severe hemorrhoids, or fecal impaction. Do not use on patients with suspected or confirmed rectal mucosa impairment, i.e. Severe proctitis, ischemic proctitis, mucosal ulcerations. Do not use on patients with indwelling rectal or anal device (e.g. Thermometer) or delivery mechanism (e.g. Suppositories) or enemas in place. Warnings there is a potential risk of misconnections with connectors from other healthcare applications, such as intravenous equipment, breathing and driving gas systems, urethral/urinary, limb cuff inflation, neuraxial devices and other enteral and gastric applications. Do not use if package is opened or damaged. Do not use improper amount or type of fluids for irrigation/flush or cuff inflations. Never use hot liquids. Do not over inflate retention cuff. Use only gravity or slow manual irrigation. Do not connect mechanical pumping devices to catheter irrigation port. Do not irrigate patient with compromised intestinal wall integrity. Rectal bleeding should be investigated to ensure no evidence of pressure necrosis from the device. Discontinuation of use is recommended if pressure necrosis is evident. Abdominal distention that occurs while using the device should be investigated. Prolonged traction on the catheter may result in the retention cuff migrating into the anal canal. Which may result in mucosal lesion, temporary or permanent clinical sphincter dysfunction, or catheter expulsion. Solid or soft-formed stool cannot pass through the catheter and will obstruct the opening. The use of the device is not indicated for patients with solid or soft formed stool. Single use only. Do not reuse. Reuse and/or packaging may create a risk possibly resulting in patient or user infection. Structural integrity and/or essential material and design characteristics of the device, may be compromised, " h11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that there were 2 patients who had developed rectal ulcers/bleeding. It was stated that the first patient was on extracorporeal membrane oxygenation and the dignishield was inserted on (B)(6) 2020. The assessment revealed that the rectal tube bypassed immediately upon insertion. The rectal tube was removed 13 days after insertion as it was continually bypassing. The patient started to bleed rectally and the dignishield was removed on the same day. Per additional information received from ibc via email on 09may2021, fecal matter was bypassing from the get go. The rectal rube was not working properly for the 13 days and bleeding from rectal ulcer was noted on the same day the tube was removed. Patient went for scope and possible stasis. Per additional information received from ibc via email on 10may2021, the date of device inserted was (B)(6) 2020 and the date of removal was (B)(6) 2020. The date of device inserted for another dignishield was (B)(6) 2020.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there were 2 patients who had developed rectal ulcers/bleeding. It was stated that the first patient was on extracorporeal membrane oxygenation and the dignishield was inserted on (B)(6) 2020. The assessment revealed that the rectal tube bypassed immediately upon insertion. The rectal tube was removed 13 days after insertion as it was continually bypassing. The patient started to bleed rectally and the dignishield was removed on the same day. Per additional information received from ibc via email on (B)(6) 2021, fecal matter was bypassing from the get go. The rectal rube was not working properly for the 13 days and bleeding from rectal ulcer was noted on the same day the tube was removed. Patient went for scope and possible stasis. Per additional information received from ibc via email on (B)(6) 2021, the date of device inserted was (B)(6) 2020 and the date of removal was (B)(6) 2020. The date of device inserted for another dignishield was (B)(6) 2020.